Manufacturer narrative:
B5: no additional information received from customer. D8: additional information h2: additional information, device evaluation h3: additional information h6: additional information this report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation the device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for microbial contamination three times. There were multiple testing dates. Received date/date of sampling/start of analysis: aug 15, 2025 stenotruphomonas maltophilia 3 cfu. Received date/date of sampling/start of analysis: aug 20, 2025: stenotruphomonas maltophilia 100 cfu. Microbacterium spp and cellulosimcrubium spp >100cfu received date/date of sampling/start of analysis: sep 2, 2025: cellulusimcrobium funkei > 100 cfu. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.